Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, after 5 days, route not specified) and fortum injection (1 gram, daily, route not specified) for peritonitis. At the time of this report, the patient outcome was unknown and antibiotic treatment was ongoing. Action taken with pd therapy was not reported. No additional information is available.